Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer confirmed that the user had already resolved the failure. Upon inspection, a field service engineer verified that there were no active failures at the station but identified a cracked all-in one (aio) unit. It was noted that the station had been moved during the recovery attempt and had collided with a medication return bin mounted on the wall. A replacement aio was planned to be ordered and installed once received. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.